Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a swollen dso seal. Functional testing was able to duplicate the issue. It was determined that the defective expulsor was the root cause. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device over infused on three accuracy tests, six percent accuracy tolerance when tested at 30ml/hr on ida. There was unknown patient involvement.